Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced multiple occlusion alarms over the past few days. Customer reported blood glucose level was not impacted. The customer was instructed to disconnect at the site and deliver a bolus. Insulin drops were noted to be exiting the tubing. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.